Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported findings on the valve could not be confirmed. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. There are also several potential causes for prosthetic valve stenosis. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, there was disruption and irregularity of the leaflets reported. Unfortunately, the is insufficient information to conclusively determine the root cause of this event. No further actions are possible.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 14 years due to severe aortic insufficiency and moderate-to-severe stenosis. Per the op report, the old valve was inspected. There was total disruption of the leaflets from the commissure between the right and left cusps. There was also an irregularity of the other 2 cusps as well. There was significant formation of scar tissue on the subannular surface of the aorta as well. This valve was completely resected and we removed all sutures and pledget material and debrided the annulus. There was calcium extending down to the mitral valve and this was debrided somewhat as well. A 23 mm edwards valve was then implanted. The new valve had excellent function with no perivalvular leak on transesophageal echocardiogram. Patient was weaned successfully off cardiopulmonary bypass and was noted to have tolerated the chest closure without difficulty. No operative complications reported.